Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat. The customer presented to the local hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who administered a glucose injection for treatment for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the freestyle librelink app. The customer reported signal loss. The reported issue was investigated and attempted to be replicated. As per the abbott diabetes care compatibility guide for the freestyle librelink app, the reported configuration is not compatible with the freestyle librelink app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung s22 phone with an android 14 operating system with app version 2.10.1.10406. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat. The customer presented to the local hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who administered a glucose injection for treatment for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.